Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously implanted 2.75x23 mm xience xpedition rx stent in the circumflex artery with mild tortuosity, heavy calcification, and 90% stenosis on (B)(6) 2014. On (B)(6) 2015 the patient was experiencing chest pain and returned to the hospital for a checkup. An angiogram was performed and in stent restenosis (isr) was detected. A 2.75x18 mm xience xpedition stent was implanted to open up the vessel and successfully treated the restenosis. The patient was discharged from the hospital (B)(6) 2015. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.